Event description:
Event description cpi received information that the pacemaker dependent patient has an implantable pulse generator (ipg) not manufactured by cpi and a implantable cardioverter defibrillator (ICD). The ipg is implanted in a different site than the ICD. The ICD is sensing the pacing therapy from the ipg causing the ICD to inhibit post-shock pacing.